Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. According to the clinical, shortly after beginning impella cp support false impella in aorta alarms with high motor current were recorded. No attempts were made to resolve the issue. The next day the patient was successfully weaned off of support. No product was returned for a visual inspection. Data log analysis confirmed all 5s parameters were within normal bounds, the presence of no motor current spikes, and the presence of false impella in aorta alarms. The most likely cause of the optical signal issue was patient condition related. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted in a patient for circulatory support. While on support, there was an aorta alarm falsely triggered with high motor current for p3. The impella positioning was confirmed via an echocardiogram. The patient was weaned from the impella cp and the device was explanted.